Event description:
It was reported that the endobronchial tube cuff would not hold inflation. The nurse does not know if the device was pretested, but stated that it had a slow leak enough to be noticeable. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). One endotracheal tube was received for evaluation. Visual inspection and functionality tests were performed. Inflation/deflation tests were performed by using a 25cc syringe of air applied to the cuff, and it was observed that it deflated after seconds. The device was submerged in a container filled with water, and it was confirmed that air was leaking form the distal end of the tube. The customer reported malfunction was verified.